Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated by the user at the end of second prime. Inspection found no damages or manufacturing deficiencies that would prevent the needle mechanism from deployed as intended. Though no issues were found, it could not be determined when the needle mechanism deployed and the exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.